Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine (hc). The home patient (hp) stated the supply bag fell and became disconnected. The technical service representative (tsr) explained the alarm and advised the hp to use a manual bag. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was determined to be from the supply bag falling and disconnecting. A labeling review was performed and the labeling was found to be accurate and sufficient. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). On (B)(6) 2012 the home patient (hp) contacted product surveillance regarding this event. The hp stated he did not know what caused the bag to separate from the tubing and no longer had any samples or lot numbers. He said it happened on one of his yellow bags, but could not recall the size. There was no patient injury or medical intervention reported. Therapy has been going well since. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.